Manufacturer narrative:
The manufacturer has initiated an investigation. It was established that the device was removed by ent, who also advised that the ear was sore and gave the patient an ointment. The investigation is ongoing. This is the initial report. Follow up will be submitted upon availibilty of additional information.

Event description:
It has been reported that on the hcp's attempt to remove lyric from a patient's ear, part of the device totally snapped off and the hcp was unable to remove the device from patient's ear. The patient was sent for an urgent private ent appointment.

Manufacturer narrative:
The device was removed by ent, who advised that the ear was sore and gave the patient an ointment. Despite several due attempts the information on the type of ointment was not obtained. The manufacturer has requested the device to be returned for analysis, however the device was not available for return. Despite manufacturers repeated attempts to obtain more details on the circumstances of the event from the hcp, the information provided does not allow to determine the exact root cause of this incident. In the corresponding risk file of the device, several risks have been identified to assess risks associated with the removal procedure. Without further details it is not possible, however, to link the incident to an exact risk from the device risk file. The user guide of the device contains dedicated sections on removing and replacing the device. The detailed instruction of the removal procedure is also described in the fitting guidelines document intended for hcps. This is the final report.